Manufacturer narrative:
The reported event of dislodgement was not confirmed. Final analysis found no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's atrial leadless pacemaker was found to be dislodged. The leadless pacemaker was located in the hepatic portal vein. The device was explanted and no re-implant was performed. The patient was stable.

Event description:
Information received notes that x-ray and computed tomography (CT) scan confirmed disldogement.